Event description:
Additional information received reported that the pump memory error occurred while the doctor was updating the pump. There was no error number.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4)

Event description:
The hcp notified the reporter of a pump memory error; no further information was provided to the reporter. A follow-up report will be sent if additional information becomes available.